Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, the guidewire was inserted into an rx extractor balloon, however, it was discover that the distal coating of the guidewire was peeled and tip of the corewire was exposed. No part of the guidewire detached inside the patient. The guidewire was removed from the patient and from service. A second hydra jagwire guidewire and the same rx extractor balloon was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Patient age is unknown; however, reported to be under 18 years old. (B)(4): tip detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the ptfe jacket accordioned and peeled along the entire body, exposing the core wire in some sections. Additionally, the distal tip of the guidewire was kinked and peeled, exposing approximately 1 centimeter of the core wire tip. There was no evidence of a core wire fracture found. The reported event of guidewire tip detached and distal tip peeling was confirmed through analysis of the returned device. The evaluation revealed the distal tip was damaged, and the tip of the core wire was exposed. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, the guidewire was inserted into an rx extractor balloon , however, it was discovered that the distal coating of the guidewire was peeled and tip of the corewire was exposed. No part of the guidewire detached inside the patient. The guidewire was removed from the patient and from service. A second hydra jagwire guidewire and the same rx extractor balloon was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.